Event description:
It was reported that the event involved a male patient (pt) with a 40 cc intra-aortic balloon (iab) balloon in place. The pt is currently being prepped for surgery; the iab was inserted for support during surgery. The pt is in a sinus bradycardia and is getting good hemodynamic support from the balloon. The map is 110. The fiberoptics are working appropriately. The perfusionist called because they had a low helium tank alarm on the pump. As a result, the perfusionist stated that they changed out the tank and they are now getting "helium loss" alarms every 90 seconds. The perfusionist checked the helium tank and made sure it is secure. When the clinical support specialist (css) spoke to the perfusionist, the pump was still alarming "helium loss" every 90 seconds. The perfusionist told the css that there is no blood in the tubing and the iab was checked to make sure there was no kink. The perfusionist described the balloon pressure waveform as being correct with no wide inflation and deflation artifacts. The pt's heart rate is sinus bradycardia. The perfusionist stated that they decreased the balloon volume and they continue to get the alarms. The condensation bottle has a trace amount. The css suggested a helium leak test on the pump. The test resulted in a helium loss alarm message. The css told the perfusionist that there is most likely a problem with the pump. The perfusionist told the css that he is going to obtain a second pump to switch the balloon to. Once the balloon was switched to the second pump and the fiberoptics calibrated, the perfusionist said this pump started to alarm "helium loss" alarms. The css and perfusionist discussed that it is highly unlikely that two pumps would have a problem so this must be related to the balloon catheter. Again, the perfusionist stated there is no sign of blood in the tubing. The perfusionist checked the connections and looked for any possible kinking. When the balloon was inserted in the cath lab they were able to visualize the position and that the balloon was unwrapped. At present they are pumping the pt in autopilot with the alarms turned off. The css recommended that the balloon be discontinued and another balloon inserted. The perfusionist did not feel that they would be able to do that at this time. The css and perfusionist discussed the possible issues if they continued to use the pump with the alarms off. The perfusionist understands and will monitor the balloon tubing and pump. Additional info received on 03/15/2012 stated that per the sales rep the iab was removed at 8:30pm. A second iab was inserted and the pt went to surgery. The pt is no longer admitted to the hospital.

Manufacturer narrative:
Manufacturer control number (B)(4). Follow-up report will be filed if additional information becomes available.